Event description:
Biomed from facility initially reported that pump went into prime twice, resulting in the pt receiving 1mg of a drug not identified by the reporter. Risk manager then reported that pump was primed twice due to user error, not a malfunction of the pump. No report of pt injury or medical intervention. Risk manager was not able to provide any add'l info at this time.